Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the display did not return after insulin pump restart. The insulin pump will not be returned for analysis.